Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins). It was reported that the patient stated that over the past six months or so they had noticed that it was almost impossible to keep their ins charged. The patient stated that they were now charging their ins twice a day, however the ins still died throughout the day so there were times when the therapy was not being delivered until they could charge the ins again. They stated that they used adaptive stimulation and that their stimulation setting was originally at 5.0, however they had turned the stimulation down to 4.5 and then 4.2 for the past week to see if it would help the ins battery last longer, but it had not helped the ins battery longevity between charges. The patient stated that they had an increase in pain over the past three months. The patient confirmed that there were no issues with the external equipment and that when they recharged the ins, the controller indicated ¿recharging is excellent¿. The patient noted that it took them roughly between 30 to 45 minutes to recharge the ins. Patient services redirected the patient to follow-up with their healthcare provider (hcp) to have their ins checked. The patient then noted that they had called their hcp several times and they were waiting to hear back from them. A message was also sent out to the field on the patient¿s behalf. It was asked but was unknown when the event began. No further complications were reported/anticipated.